Event description:
During procedure, the surgeon asked for endoscopic stapler. Stapler was opened and staple load was inserted. Surgeon lined up stapler along tissue and when he went to fire, it was not working. He opened the jaws, readjusted the tip around the tissue, and fired it again. The stapler fired incorrectly, and staples were dislodged around the structure being stapled. New stapler and reload opened, surgeon fired it across tissue with no issue. Loose staples were removed from the patient and procedure completed as planned. No retained staples.